Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital following a syncopal episode. The local sales representative was asked to check the patient's implantable cardioverter defibrillator (ICD). All lead measurements were stable and within range, no events were stored and impedances were stable with isometrics. The patient reports being at work on his own, with higher heart rate response on trending. No programming changes were made except outputs were decreased to optimize energy. The patient had been lost to follow up for over a year. The local sales representative stated there was no clear cause to the syncopal event at this point.